Event description:
At customer location at the beginning of an intervention, it was observed rust on the needle guide 02-0027/ (B)(6). No patient harm was reported.

Manufacturer narrative:
The affected device has been repaired.

Event description:
At customer location at the beginning of an intervention, it was observed rust on the needle guide 02-0027 0321021. No patient harm was reported.